Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced pain resulting in an explant of the device on an unknown date. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 15, 2021.

Manufacturer narrative:
The explant has already been reported in 6000034-2019-02550. This report is submitted on march 9, 2020.